Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Three devices were received for evaluation; 3 events were confirmed during testing. One device was found to be affected by a shattered bearing. One device was found to be affected by internal corrosion. One device was found to be affected by internal corrosion and a shattered bearing. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 3 malfunction events, in which the device overheated. One reported event had no patient involvement; no patient impact. Two reported events had patient involvement with no patient impact.